Event description:
The dentist reported that the healing abutment fractured when trying to remove prior to impressing. Another healing abutment was placed.

Manufacturer narrative:
Visual inspection confirmed that the healing abutment fractured near the threads of the screw. The hex of the abutment has been stripped. The external surface of the abutment has been well stained. Evidence of wear remained on the external surface of the device. Visual comparison to the drawing did not provide indication of a manufacturing deviation. The lot number for the healing abutment was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.